Event description:
A physician reported that following an intraocular lens (iol) implant procedure, glistening and surface haze on the lens. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. The returned image appears to be a magnified/close up image of part of an iol (intraocular lens). There appear to be white marks and cloudiness over the lens. Glistening's are small, circular or oval fluid-filled spaces within an iol, visible as tiny, reflective, bubble-like formations under specific lighting conditions. However, based on this photograph alone, it is not possible to definitively determine whether the observed spots represent glistening's. Similarly, the characteristics of the hazy region remain inconclusive. The reported complaint cannot be confirmed from the provided photos. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).